Event description:
The customer reported that the ¿holding part¿ of the subject device was damaged. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the object lens was peeled off. This report is being submitted for the peeling adhesive found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the right/left lever was damaged, and the angle lock was loose. White scratches were visible in the displayed image. The angulation was lacking due to stretching of the angle wire. The video connector was cracked. The rubber adhesive was missing (chipped). Scratches were observed on the rubber cover, control section, switch box, universal cord, video connector, video connector case, light guide connector, light guide cover lens, up/down angle lock, and grip. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.